Manufacturer narrative:
The device was tested at the bench. A longevity calculation was performed and found the device was in normal range of operation and no anomalies were found.

Event description:
It was reported that the patient had expired in his apartment and was found on the floor in a left lateral to supine position. The cause of death was due to cirrhosis and heart disease. External examination revealed swelling of tissue and dark colored purge which came out from the mouth and nostrils was noted. There was abundant evidence of alcohol usage by the patient. The lead and device was explanted during autopsy. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.